Event description:
During a ureteroscopy, as the surgeon used the laser fiber, there was a flash of fire that caused the surgical drapes to ignite. The team responded quickly to put the fire out. The patient and staff were not harmed during this event.